Manufacturer narrative:
10/7/1997- supplemental report sent to FDA. Additional data entered in d-9 (product return date). Device evaluation indicated and codes entered in h-3 and h-6. During our evaluation, the customer's reported condition was confirmed. The release mechamism did not clear the safety shield to allow it to retract. Component modifications have been implemented.

Event description:
During a laparoscopic cholecystectomy procedure, the safety shield did not retract. The surgeon applied another device without pt injury.